Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/2/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 no device problem found additional information: a review of the batch manufacturing records was conducted, and no related non-conformances were identified investigational summary: the product was returned to ethicon for evaluation. The functional testing was conducted on the returned devices. The returned samples determined that it was received three unopened samples that pertain to the product code sxmp1b452. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 1/26/2024. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested the following was obtained: please provide the lot number: lot #tdbesk. Device return status. Please document the shipment tracking number: waiting for return box- product in hand to return. Please provide the source or name of person providing answers to follow-up . Questions: sales rep is answering the f/u questions. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Related reports: 2210968-2024-00703.

Event description:
It was reported that a patient underwent a ventral hernia repair procedure on an unknown date and barbed suture was used. During the procedure, multiple sutures were breaking at the swage. The doctor was doing a robotic ventral hernia repair. They are sending back two of the same lot number for analysis. The actual suture that broke was discarded. Procedure was completed with no further issues and no patient harm. Additional information was requested.